Event description:
It was reported that the implant was removed due to peri-implantitis. Tooth site 18 (universal).

Manufacturer narrative:
Zimvie complaint (B)(4). PMA/ 510(k) numbers are k011028 and k013227. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report corrected information to 0002023141-2023-00682. The manufacturing date was previously reported incorrectly and has now been corrected.